Event description:
The core impaction drill was sent for eval because, metal shavings were noted when the burr was taken out of the device during a procedure. There was no report of the metal shavings contaminating the surgical sited; no adverse consequence was associated with the event.

Manufacturer narrative:
Corrosion was noted within the internal components of the device; a sample was taken from the nose cone of the device.